Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 11.7 mmol/l. The customer stated that the screen kept running not stopping . The customer was advised to used back up plan and correct as per healthcare provider instructions. The customer will return old insulin and offered loaner insulin pump. The customer will call to get her insulin pump programmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. The device was also received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.